Manufacturer narrative:
The devices were returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The following returned tips were returned with a defective heat shrink. The 00130041- 2 confirmed; 00130689- 2 confirmed, 00130280 - 4 confirmed. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref CAPA (B)(6).

Event description:
During a laparoscopic cholecystectomy surgical procedure, the heat shrink from the renew endocut scissor tip, and fell into a patient. There was no harm to the patient.